Event description:
On 5/1/98 a certified nursing assistant was giving a century tub bath to resident. She locked the chair to the lift, lifted the pt in the chair with the safety strap around her. The lift, when reaching the top, suddenly dropped the chair with the pt in it onto the wheelbase on the floor tipping the chair, pt and wheelbase to the right landing on the floor. The pt rec'd some bruising on rt shoulder initially. On 5/2/98 x-rays of rt shoulder, elbow & forearm all negative. Pt ambulating and demonstrating no serious injury following this event. Arjo notified-examined lift-could find no equipment defect. Did replace upper arm of lift to lessen staff anxiety. Old lift arm sent to MFR.